Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated on the morning of (B)(6) 2018, she treated herself with insulin based on the cgm reading of 200mg/dl. The patient went about her morning and was on a phone call when she started to feel uncomfortable and fell. She performed a finger stick and her bg value was 55mg/dl and stated she was so weak should could not move. It was indicated that the patient got to her lifeline and the paramedics were contacted. When the paramedics arrived, the patient was too out of it to know if they had treated her with anything. The patient was transported to the hospital and was held overnight and monitored before she was released the following day. At the time of contact, the patient was doing better but was sore. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.